Event description:
A malfunction on the customer's pump was reported, with no notable events occurring prior to the malfunction. There was no adverse impact on the customer's blood glucose level. Reportedly, the pump was replaced to resolve the issue, and the customer would reach out to their hcp to obtain a backup method of insulin therapy.